Manufacturer narrative:
Analysis of the 960-559 found a damaged tool. As reported, the tip of the probe is visibly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that a ball planar probe was bent. There was no patient present when the issue occurred.